Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 13 after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak, and it was visually observed. The machine, a fresenius 2008k machine, did not sound a blood leak alarm. The patient¿s estimated blood loss (ebl) was unkown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies

Manufacturer narrative:
Correction: patient identifier - patient details added. Corrected plant investigation: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample; however, the clinic provided a photograph of the affected dialyzer for reference. A lot history and production record review were performed. During the lot history review it was noted that there were no other reported complaints against the lot. The production record review showed there was one approved temporary dn and one ncr (lot exceeded the allowable scrap rate for bubble point failures) in the production of this lot. The identified dn and ncr were found to be unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.